Event description:
A customer reported that they obtained imprecise sequential readings on their boots (private label) precision optium meter. The customer reported that they obtained readings of 1.1 mmol/l and 8.8 mmol/l within a 10 minute timescale. When plotted on a parkes error grid the results fell in the 'c' zone. Results in the zone are deemed clinically significant. There was no report of death, serious injury or mistreatment associated with this case.

Manufacturer narrative:
The product was received and investigated and the complaint was not confirmed. No new issues were observed and all results were within range spec. No errors were observed during control solution testing. Retain testing will be performed on the received test strips.